Manufacturer narrative:
Investigation/evaluation: the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. A computerized tomography (CT) scan performed prior to explant on (B)(6) 2017 was provided for review. A review of the instructions for use, manufacturing instructions, and quality control data was also conducted. A review of the device history record could not be performed as the lot number of the device was not provided. Per the imaging review, a zalb at least 24mm in diameter and 98mm in length had been implanted from the right. The right and left zsle legs were at least 20mm in diameter and 74mm in length. The left zsle projected into the zalb 10mm superior to the flow divider stent and was implanted without longitudinal compression. Right zsle thrombotic occlusion and thrombotic stenosis of both the zalb and left zsle are confirmed. Morphologic factors associated with limb thrombosis included a severely calcified distal aorta with a lumen constrained to 16mmx20mm and right zsle acute angulation and ovalization (the process of changing to an oval shape) as it entered the right cia while exiting the ipsilateral limb. The presence of thrombus within the left zsle and lining the mainbody indicated a greater than normal propensity to form mural thrombus on the graft fabric. Although mainbody thrombus can form in response to an occluded limb's reduction of the outflow cross sectional area, it is typically much less than observed in this case. Significant findings relative to the patient's anatomy were observed. The distal aorta was narrowed and severely calcified. Significant findings relative to the disease state were observed. The excessive main body mural thrombus and left zsle thrombus suggest an unusual hematologic over-reaction to the graft material. Significant findings relative to the use of the device were observed. The shorter than necessary main body placed the ipsilateral gate termination at the mouth of the right cia. This focuses angulation and motion on the zsle as it leaves the gate rather than supporting it with the distal ipsilateral gate. Significant findings relative to the design or performance of the device were observed. Thrombotic occlusion of the right zsle, thrombotic stenosis of the left zsle and excessive mural thrombus within the zalb is confirmed. Right limb thrombosis could be a result of the constrained lumen and right acute angulation causing the device to become oval shaped as it entered the common iliac artery. A shorter than necessary main body contributed to the severe angulation and subsequent ovalization. According to the instructions for use (IFU), strict adherence to the zenith aaa endovascular graft IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. The shorter than necessary mainbody used terminated the right zsle at the mouth of the right cia, which could have caused angulation of the right zsle resulting in compression of the graft. This compression caused reduction in the lumen diameter, creating sheared forces within the graft and stimulating thrombus growth. Additionally, the distal aortic lumen measured 16x20mm with severe circumferential calcification. Patients pre-existing conditions like occlusive disease/calcification causing a narrow lumen is a contributing cause for thrombus formation. Based on the image review, the root cause for thrombus in the right (ipsilateral) leg is likely product use or handling related - user technique. This due to the shorter than necessary main body used, causing graft angulation and longitudinal compression resulting in reduction of the lumen diameter creating shear forces with the graft and increasing the risk of thrombus formation. A second root cause for thrombus formation is likely procedure related - patient condition related to the occurrence. The distal aortic lumen was severely calcified, and the mural thrombus in the main body indicated that the patient had a tendency to form thrombus on the graft fabric and an unusual hematologic over-reaction to the graft material. Measures have been initiated to address these failure modes. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative was advised by the implanting physician of a male patient of unknown age that underwent an abdominal aortic aneurysm (aaa) repair in 2014. According to the information provided the patient was implanted with zenith spiral-z technology aaa endovascular graft iliac legs and a zenith main body graft. As reported, during a patient follow-up visit on (B)(6) 2017, a CT scan was performed that showed the ipsilateral (right limb) was 100% occluded and the contralateral (left limb) was 60% occluded. Interventional surgery was scheduled for (B)(6) 2017 to explant both the right and left limb grafts. Information was received from the implanting/explanting surgeon on (B)(6) 2017. Per the surgeon, they successfully and fully explanted the grafts today. Additional patient, device and event information has been requested. This event involved two zenith spiral-z technology aaa endovascular graft iliac leg devices. As each device was reported to be occluded approximately 3 years post implantation, two separate reports have been filed to capture both devices. MFR. Report # 1820334-2017-02883 captures the right limb occlusion event and MFR. Report # 1820334-2017-02884 captures the left limb occlusion event.